Event description:
Allegedly, surgeon was handed the incorrect femoral resection template for measuring the femoral cut. He therefore cut 40mm too much off the distal femur. The surgeon ordered a custom implant that would allow him to give the pt the best chance of return to function. The trial implants were left inside the pt to keep the leg to length while waiting for the custom implant to be made.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in the surgical technique. Add'l info has been requested from the user facility and surgeon. Attempts are being made to have the product returned for evaluation. This report will be amended when the investigation is completed. This event occurred in another country.